Manufacturer narrative:
Final product release testing data was reviewed for architect total beta-hcg reagent kit, list number 7k78-30, lot number 94909jn00. The review demonstrated that all calibrations met assay file specifications, control and panel values were within specification and no adverse trends were observed. Review of the customer's result log files did not highlight any abnormalities that could have contributed to the issue. A review of the recent complaint history for the architect total beta-hcg assay, reagent lot 94909jn00, did not reveal any adverse trends for performance-related issues. It was determined that architect total beta-hcg reagent kit, list number 7k78-30, lot number 94909jn00, is performing acceptably and is currently meeting its safety, effectiveness, and label claims. No product deficiency has been identified.

Manufacturer narrative:
After submitting the initial emdr on 07/29/2011, it was realized that the evaluation codes and patient/device codes were inadvertently omitted. This follow-up report is being submitted to add those codes. (B)(4).

Event description:
The customer stated that on (B)(6) 2011, a false positive architect total b-hcg result of 41.04 iu/l was generated for a patient sample that retested at 0 iu/l. No impact to patient management was reported.